Manufacturer narrative:
Device evaluated by manufacturer: the pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. The boot was filled half way with fluid when received. The boot vent hole was inspected and it was acceptable and went completely through the boot wall, as intended. Inspection of the device revealed that there was a kink in the shaft 45.5cm from the tip. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to into prime and the ¿check saline supply¿ error was displayed on the console. The shaft was cut at the kink and it was revealed that the hypotube was broken. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on the product analysis completed on april 13, 2018. It was reported that an error message occurred. An angiojet zelantedvt catheter was primed for use and advanced into the patient to the treatment site. The physician got ready to powerpulse, but it kept saying "check saline supply". The system was reset a couple of times and it kept giving them the same error code. They switched out the device to another zelante catheter and finished the procedure. No patient complications and the patient was fine. However, the returned product analysis revealed that the hypotube fractured.